Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the electrosurgical device defaulted to cut and the pt was cut. The device was unable to cauterize appropriately. In addition, limited info was provided by the user facility. Multiple attempts were made to gather add'l info regarding the report with no success. If add'l info is received at a later date, this report will be supplemented.